Event description:
Display stops at 4 iu and the piston rod moves backwards even if a penfill cartridge is inserted in the pen [device malfunction]. This spontaneous case from china was reported by a consumer as "display stops at 4 iu and the piston rod may move backwards even if a penfill cartridge is inserted in the pen" and concerns a patient, age and gender unknown using novopen 4 from an unknown date to an unknown date for device therapy. Patient's height: not reported . No medical history was reported. On unknown date the patient experienced that the display stops at 4 iu and the piston rod may move backwards even if a penfill cartridge is inserted in the pen. Upon analysis of the returned product a fault which may lead to a medical consequence was found. This could have resulted in that the patient could have received too high a dose and experience a hypoglycemic event. This case was reclassified to an incident due to this fault. Company comment: upon analysis of the returned product a fault which may lead to a medical consequence was found. As a result of this fault it is possible for the patient to receive a substantial overdose even though the patient has to use the pen in a very unusual way. The result of this potential overdose would be a severe hypoglycemia. Considering the user behavior needed for the fault to have any medical consequences the risk of such is considered to be very low. Final comment from the manufacturer: on (B)(6) 2012: during investigation of the device a fault which could lead to an incident was identified. Once case with the same root cause and no adverse events has been reported to novo nordisk a/s. Novo nordisk a/s does not evaluate this as a safety concern.